Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four days post implant, the patient experienced diaphragmatic nerve stimulation. It was also reported that the right ventricular (rv) lead exhibited high capture thresholds and was discovered to have dislodged, and dropped to the rv apical floor. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.